Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The facility called and they have the chair and the left brake is not working.